Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Following coolsculpting treatment(s) on unknown date(s) with unknown applicator(s), possible paradoxical hyperplasia in the upper abdomen was reported to allergan aesthetics. It was reported to allergan aesthetics that onset of the paradoxical hyperplasia was approximately 5 months after a treatment date.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid abdomen on (B)(6) 2021 using the cooladvantage coolcore + coolsmoothpro system applicators, who developed paradoxical hyperplasia (ph) after treatment.